Event description:
Clinical notes were received to the manufacturer indicating a patient was to have vns generator replacement surgery due to normal end of service. The notes documented that the patient has sleep apnea. All attempts to the reporter for additional information as to the relationship of the sleep apnea to the vns have been unsuccessful to date. Attempts for return of the explanted generator are in progress.

Event description:
All attempts for return of the explanted vns generator have been unsuccessful to date.